Manufacturer narrative:
The reported event was addressed with phone support. The system was restarted and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the endoscope image was flipped and the image was upside down. The customer was in the process of restarting the system at the time of the call. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised that restarting the system would likely resolve the issue. After restart of the system, the issue was resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the performed procedure was confirmed to be a robotic bilateral inguinal hernia repair. The suspected defective endoscope in use during the event was also confirmed as serial number#10205333. The issue was resolved for the remainder of the procedure following a power cycle of the system. The procedure was completed robotically with the same system in original configuration.